Event description:
Information received from the field does not address the patient's clinical status but notes that an ECG showed oversensing. Also reported was muscle stimulation and a drop in lead impedance.~~~~~